Manufacturer narrative:
The following components were received in the return: catheter assembly with tether wires and sensor intact, guidewire in separate packaging, and thumb drive. Visual inspection of the hub and the length of the catheter were found to be normal, with minimal kinking or use damage. Inspection of the skiving portion of the catheter were found to be normal. The returned guidewire was passed through the entirety of the catheter length with no difficulty. The results of the investigation are that there are no product anomalies identified.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related MFR no. 3004936110-2020-00623. During the advancement of the delivery catheter over the cardiomems guidewire, the catheter ¿felt stuck¿ on the wire. No sticking was noted with the wedge catheter. The delivery catheter and guidewire were removed, and the sensor was not reinserted as it was elevated off the catheter. A replacement guidewire and cardiomems delivery system were used to complete the procedure. The sensor was deployed successfully without issue, and the procedure was extended by 45 mins with no adverse health effects.